Event description:
The dr claims that after anastomosing the graft to the descending aortic-bifemoral, the graft leaked a total of approx 100 ml of blood from several (5-6) points. The leakage was stopped by wrapping the graft in warm, wet compresses. The graft was left in. There was no injury or complication to the pt. The pt's condition during and after the procedure was ok.